Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while inserting a personal poly, the tip of the articular surface inserter snapped off.